Event description:
It was reported that, "event occurred prior to implantation of tibial and femoral components in surgery. The surgeon requested a medium cement restrictor and the box was opened and handed to the circulator. Upon inspection, the outer packaging appeared intact; the circulator then opened the packaging to the scrub tech and when the tech pulled out the restrictor, the tech noted there was a large hole in the inner packaging causing concern about the sterility of the restrictor. They passed it off the field changed gloves and opened a new restrictor."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.